Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap inguinal hernia repair. According to the reporter: a piece to the plastic insertion point on our tissue dissection balloon chipped off when the camera was inserted. Unanticipated tissue loss? No. Unanticipated ext for incision more lin? No. Unanticipated blood loss more than 500cc: no. Was the delay over 30 minutes: no. Device fragment fall in patient cavity? No. Device fragment left in patient? No.